Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: all of the keypad buttons were intermittently responsive. Contamination was found under all of the button contacts. The audio bolus button cover was detached and not present.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the ok button was under and over responsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.